Manufacturer narrative:
Pump was received with a scratched case and a broken belt clip rails. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. The pump was monitored for several hours and no unexpected battery power loss or replace battery alert/replace battery now alarm noted. No unexpected pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted during testing. Unable to confirm transmitter charger anomaly due to pump received without the original transmitter charger. However, the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. There was no pump error 37, 38, or 130 alarms and insulin flow blocked alarms recorded and found in the formatted history file for the event date. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, power loss alarm and unexpected battery power loss or replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 19:12:00.000 earliest power data available per the power management tool/detail trace file is on (B)(6) 2022 6:39:00 pm. There was no power data available for the event date of (B)(6) 2022. Unable to check power data for low battery alert. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿ force sensor zero offset within specification (23.2 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Cosmetic damage was confirmed at the pump case and belt clip rails. Unable to confirm transmitter charger anomaly due to pump received without the original transmitter charger. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Bolus delivery/history anomaly was not confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm was not confirmed. Exposure to magnetic field or MRI was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted in emergency room on (B)(6) 2022 due to high blood glucose. Customer blood glucose was 23.3 mmol/l. Customer was treated with insulin drip for high blood glucose. Customer stated symptoms related to high blood glucose that were pain in the stomach, sweating, shakiness and nausea. Customer's result of ketone test was 4.5. The insulin pump was off when customer woke up and the belt clip rails were damaged. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. It was unknown whether the customer was using auto mode feature or not at the time of event. The insulin pump will not be returned for the analysis.